Event description:
It was reported that a button on the customer's insulin pump was scrolling by itself. Customer's blood glucose was 97 mg/dl. Another button was reportedly not responding and the insulin pump had been dropped but not exposed to moisture. Customer was advised to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.